Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. A field service engineer tested the drawer using the hardware test application and observed that no drawer was detected, removed the drawer and inspected and reseated all associated cables. After rebooting the system, all pockets were restored, retested the drawer using the test software, and customer verified functionality; all operations were confirmed to be working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were failed to open. The customer indicated they were unable to dispense medication after entering an order. The issue appeared to be isolated to this station, affected only a few drawers. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.